Event description:
It was reported that the bur was allegedly chattering during a craniotomy procedure. No adverse consequences were reported.

Manufacturer narrative:
There were 2 burs subject to this event (lot no 10090017 and lot 09030017). Both burs have been returned and are undergoing eval. The mfg records have been reviewed and no issues were identified which could have contributed to the reported event. The root cause for the issue is undetermined.